Manufacturer narrative:
The device history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. A broken force transmitting component indicates the presence of high release force which made a successful stent deployment impossible. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. The reported application represents an off-label use of the device which also may contribute to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." Furthermore, the IFU indicates that the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the biliary stent could not be deployed in the cephalic arch during the stent placement procedure. The access site was an a/v fistula. The stent delivery system could be retracted without difficulties and another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.